Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's shock button was inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not received at zoll medical corporation for evaluation. Zoll medical (B)(4) evaluated the device for the reported malfunction. The malfunction was observed and attributed to the multi-function cable and CPR connector. The device's multi-function cable and CPR connector were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.